Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that sensor failure occurred. The sensor was inserted into the abdomen. On (B)(6) 2025, it was reported that the patient received a sensor failure and therefore, was not receiving any cgm values. The patient was wearing a tandem insulin pump. There was no documentation on whether the patient was using a bg meter as a back-up after the sensor failure. At an unspecified time later the same day, the patient experienced four seizures. The seizures were "suspected" to be triggered by hypoglycemia. However, it was noted that the patient does also have seizures from pre-existing long-term brain damage due to a traumatic accident 31 years ago where she was struck by a drunk driver and was in the coma for two months. It was also stated that the patient has "multiple chronic conditions". The patient treated the seizures at home with juice that the patient keeps at their bedside table. The following are also the daily medications that the patient takes: insulin, x-copri, atorvastatin, lisinopril, and vimpat. The patient did not seek any assistance from a higher level of care. After the seizures and at the time of report, the patient felt tired. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.